Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device was beeping. The device has been implanted less than six years. Technical services referred the patient to the doctor. There were no adverse patient effects reported. The device remains in service.

Event description:
It was reported that this device was beeping. The device has been implanted less than six years. Technical services referred the patient to the doctor. There were no adverse patient effects reported. The device remains in service.